Manufacturer narrative:
(B)(4). No device were returned for investigation. The requested log review was completed and confirmed the drug selection concentration for the infusion of hydromorphone (dilaudid) was 0.2mg/ml as opposed to 1mg/1ml. The user rec'd soft guardrails limit warnings during programming that dosing and max dosing limits were high but chose to proceed as programmed. During programming the user rec'd a clinical advisory that the drug choice was a high alert medication requiring confirmation of dosing and pump programming by two clinicians. The parameters were confirmed and entered. The pca only infusion ran for approximately 12 hours and delivered approximately 27.5ml. The pca was reprogrammed after the 12 hour infusion with the reported intended concentration of 1mg/1ml and dosing parameters without violating any guardrails limits. No malfunction of a advice was alleged or is believed to have occurred. The root cause for the infusion discrepancy with the reported intended drug choice is being attributed to user programming and not a malfunction of a device.

Event description:
The customer sent an email requesting an event log review. The pt was on dilaudid pca. The usual dilaudid concentration is 1mg/1ml; however the concentration was entered as 0.2mg/1ml. The order was for 0.5mg/5min, max does 15mg/4 hours. The pt was drowsy, the systolic blood pressure was maintained in the 140's, and the pt's heart rate fluctuated between the rates of 20-120. Requested clarification if the drowsiness and the fluctuated heart rate were considered normal for this pt. Although requested, no add'l pt or event details were provided by the customer. There was no report of pt harm or medical intervention.